Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 302832, batch#: 3139670. It was reported by the customer that when compounding today the IV technician noted something wrong with one of the 30 ml syringes. It looks like there is part of the stopper missing/uneven surface. It is also possible it could be contaminated. I have included pictures for your reference. The syringe has been removed from the IV room and is in wp11. I have also notified the IV technicians to have continued awareness of any potential damaged/contaminated syringes verbatim: rcc received a complaint via email. Email(s) attached. We received a product complaint from our york street campus pediatric pharmacy unit (wp 11) concerning an event while using bd product #302832 syringe 30ml luer-lok tip disposable. The lot number is 3139670, exp. Date 5.31.2028. The product did not touch the patient. The event date is 12.21.2023. We have one each sample of the bd 30cc syringe to return to bd for analysis. Please send an RMA to my attention and return kit w/mailer label. Let me know if you need additional information. The clinicians describe the complaint: ¿when compounding today the IV technician noted something wrong with one of the 30 ml syringes. It looks like there is part of the stopper missing/uneven surface. It is also possible it could be contaminated. I have included pictures for your reference. The syringe has been removed from the IV room and is in wp11. I have also notified the IV technicians to have continued awareness of any potential damaged/contaminated syringes.¿

Manufacturer narrative:
Pr 9448218 follow up for device evaluation. It was reported there is part of the stopper missing. It is also possible it could be contaminated. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe rubber stopper has embedded foreign matter. The stopper was sent to the supplier for further analysis; the report is attached. A device history record review was completed for provided material number 302832, lot 3139670. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. Comments on 02/jan/2023. 1. Date of event: 12.21.2023. 2. Did the event directly, or indirectly involve a patient or user? No. 3. Did the event involve an urgent/life threatening medical situation? No. Material#: 302832 batch#: 3139670. It was reported by the customer that when compounding today the IV technician noted something wrong with one of the 30 ml syringes. It looks like there is part of the stopper missing/uneven surface. It is also possible it could be contaminated. I have included pictures for your reference. The syringe has been removed from the IV room and is in wp11. I have also notified the IV technicians to have continued awareness of any potential damaged/contaminated syringes verbatim: rcc received a complaint via email. Email(s) attached. We received a product complaint from our york street campus pediatric pharmacy unit (wp 11) concerning an event while using bd product #302832 syringe 30ml luer-lok tip disposable. The lot number is 3139670, exp. Date 5.31.2028. The product did not touch the patient. The event date is 12.21.2023. We have one each sample of the bd 30cc syringe to return to bd for analysis. Please send an RMA to my attention and return kit w/mailer label. Let me know if you need additional information. The clinicians describe the complaint: ¿when compounding today the IV technician noted something wrong with one of the 30 ml syringes. It looks like there is part of the stopper missing/uneven surface. It is also possible it could be contaminated. I have included pictures for your reference. The syringe has been removed from the IV room and is in wp11. I have also notified the IV technicians to have continued awareness of any potential damaged/contaminated syringes.¿ comments on 02/jan/2023. 1. Date of event: 12.21.2023. 2. Did the event directly, or indirectly involve a patient or user? No. 3. Did the event involve an urgent/life threatening medical situation? No.

Manufacturer narrative:
(B)(4)- follow up MDR for correction. Following the submission of the initial MDR, it was determined that this was a duplicate complaint and will be cancelled. No further follow up required.

Event description:
Duplicate complaint.